Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, it was identified that the pump was flat and despite troubleshooting, the issue persisted. The pump and one of the cylinders were removed and replaced. The medical staff educated the patient on how to use the pump. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, it was identified that the pump was flat and despite troubleshooting, the issue persisted. The pump and one of the cylinders were removed and replaced. The medical staff educated the patient on how to use the pump. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically inspected, and underwent leak and pressure testing, no issues were found upon visual inspection and both cylinders passed all tests performed. The pump was visually and microscopically examined and underwent leak and functional testing. The pump did not pass deflation testing. Product analysis confirmed the reported allegations, as the observed anomalies are likely to have affected the functionality of the device.